Event description:
It was reported that, during an elbow procedure, the device was found to have rust. No backup device was available. No delay or patient injury was reported.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed on the product and no issue was observed. There was no relationship found between the returned device and the reported incident. Complaint of rust could not be reproduced. Product passed functional testing and 6 hour burn-in in enclosed test tower. No rust or corrosion were observed during visual inspection. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.